Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a sensor error message the same day of applying the adc freestyle libre 2 sensor and being unable to obtain readings. There were no symptoms reported. However, the customer went to emergency room, where they received a glucose test and treatment of insulin (dose/type unknown) by a healthcare professional. There was no report of death or permanent impairment associated with this event.